Event description:
While removing peripherally inserted central catheter -PICC-, nurse felt some resistance and then the line snapped at the 13 cm line. Cxr and x-ray of arm done. Tip of PICC noted in left upper arm antecubital area. To surgery the next day for exploration of left arm, identification of cepahlic vein, no evidence of foreign body. Cxr done. Foreign body noted in right lower thorax. The tip of PICC line found in right pulmonary artery. Removed by percutaneous intervention via right femoral vein. No adverse effect to pt.